Event description:
Healthcare professional (hcp) reports 4 fiber leaks noted by blood in the dialysate compartment of the onset of the pt treatment. New disposables were used to continue the pt treatments without incident. The dialyzers were reused prior to these reports, exact number of times unknown. No pt injury and no medical intervention was required.